Event description:
An operating room staff member reported during a lumbar fusion case that navigation was "off". Reportedly, it appeared to be accurate in the s-I (superior-inferior) direction but was approximately 3mm off in a lateral direction from midline. The reference frame was mounted on a perc pin. They placed the perc pin, did a spin, and then used navigation to make the incision and work down to the spine. The first screw was placed with navigation in a slightly lateral position before the inaccuracy was realized. The surgeon was able to re-place the screw correctly without navigation, using fluoroscopy imaging instead, no pt harm or injury was reported.

Manufacturer narrative:
The complaint reporter only released his first name and refused to disclose his last name. No parts or files have been received by the manufacturer for evaluation. The surgeon indicated it was possible that the reference frame may have been bumped during the case.